Event description:
The patient reported that she felt like she did before the device was implanted. She reported she was unable to walk upstairs. The device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.